Manufacturer narrative:
Per good faith effort (gfe) response received on 15jul2025, the customer opened up the display and discovered that the cable to the button was not seated correctly. The customer reseated the cable to the accept button to resolve the reported issue. The customer reseated the cable to the accept button in the display to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the accept button was unresponsive. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the accept button was unresponsive. The remote service engineer (rse) had the customer remove the rubber button cover and depress the switch directly, but this did not resolve the reported issue. The rse provided the customer with the part number of the switch printed circuit board assembly (pcba) to order and replace. This investigation is ongoing.